Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipelines failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the communicating segment of the ica with a max diameter of 6mm, a 6mm neck diameter, and a 4.35x5.14mm landing zone. It was noted the patient's vessel tortuosity was normal. It was reported that both five diameter pipelines wouldn't open up distally. The pipelines were not in a bend, more than 50% was deployed when it failed to open, and the devices were re-sheathed more than twice. Then the ptfe sleeve was attempted to be pushed over the microcatheter in the hopes that the pipelines would open up distally, but it was unsuccessful. The pipelines were removed and a 4.75 pipeline was then used and it opened and the procedure was completed successfully. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a long sheath 90cm from balt, navien guide catheter, phenom27 microcatheter, transcend guidewire.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the pipeline flex w/ shield was returned for evaluation and stuck within a medtronic micro catheter. No damages or irregularities were found with the catheter hub; however, dried blood and the pipeline flex w/ shield braid was found stuck within the hub. The pipeline flex w/ shield pushwire was not returned for analysis. A mandrel was used to try to push the braid out from within the catheter hub however the braid was found to be stuck. The catheter was cut to remove the braid. The distal end of the braid fully opened and was found damaged and frayed. The proximal braid end was found tapered and covered in dried blood. The braid was put into an ultrasonic cleaner to dissolve the blood. The braid opened more but was still slightly tapered with damages/fraying found on the braid. No other damages or anomalies were found. Based on the analysis findings, the report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the distal braid section fully opened. The proximal end, however failed to fully open. It is likely the tapering of the proximal end occurred due to the damage found on the braid. The likely cause of the damage is due to the attempt to remove the braid using a mandrel. Potential causes for failure to open distally during procedure are patient vessel tortuosity, damage braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, and inappropriate anatomy. The distal braid was found slightly frayed which could contribute towards the incomplete open, however, it did not appear to contribute towards the issue during analysis. Resistance was encountered when advancing the pipeline flex w/ shield braid out of the catheter. It is likely this is due to the dried blood found within the catheter and on the braid. The catheter was found kinked and the distal tip and marker band were found crushed indicative of attempts to advance/retract the device against resistance or damage during return shipping to medtronic for analysis as the device was returned without its protective dispenser. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.